Event description:
It was reported that a farawave catheter that was selected for use during an atrial fibrillation ablation procedure presented an occlusion several times and was difficult to undeploy. During the testing period for the catheter, the doctor deployed and undeployed the catheter a few times. The staff went to hook up the flush and every few minutes it would say occlusion. The operators tried multiple times, but still encountered issues. The physician still opted to use this catheter in the body and the catheter was deployed into the flower configuration, and the flush line was fine and clear. The flush line stayed like this the entire procedure until the catheter was advanced to the last vein (ripv). At this time, the catheter was undeployed completely inside the body and the occlusion happened again. The physician put the catheter into basket and it fixed itself so the physician declined the new catheter. The pulmonary vein isolation was completed successfully and had no other apparent catheter issues. The physician then stated it was hard to successfully get the catheter to the fully undeployed state. It appeared that each time the physician tried to make the catheter fully undeployed, it occluded. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter that was selected for use during an atrial fibrillation ablation procedure presented an occlusion several times and was difficult to undeploy. During the testing period for the catheter, the doctor deployed and undeployed the catheter a few times. The staff went to hook up the flush and every few minutes it would say occlusion. The operators tried multiple times, but still encountered issues. The physician still opted to use this catheter in the body and the catheter was deployed into the flower configuration, and the flush line was fine and clear. The flush line stayed like this the entire procedure until the catheter was advanced to the last vein (ripv). At this time, the catheter was undeployed completely inside the body and the occlusion happened again. The physician put the catheter into basket and it fixed itself so the physician declined the new catheter. The pulmonary vein isolation was completed successfully and had no other apparent catheter issues. The physician then stated it was hard to successfully get the catheter to the fully undeployed state. It appeared that each time the physician tried to make the catheter fully undeployed, it occluded. No patient complications were reported. The catheter is expected to be returned for laboratory analysis. It was further reported that the catheter was irrigating in the procedure, but an occlusion error was given on the machine. There was no error message on the machines, but just on the irrigation system. No tissue was seen on the catheter.

Manufacturer narrative:
B5: describe event or problem: updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.